Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, serial#: unknown, explanted: (B)(6) 2020, product type: implantable neurostimulator, product ID: 388928, lot#: va1j3k3, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 11-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient was not feeling stimulation. Additional information was received from the manufacturer representative reporting that there was a device error. During surgical intervention it was found that the lead had dislocated. The lead was rolled up like a ¿snail¿ between the sacrum and skin. The lead and two inss (implantable neurostimulator) were replaced. Reference manufacturer report # 2182207-2020-01059.